Event description:
The pt was admitted to the hosp with diagnoses of cellulitis and sepsis. The fms system was inserted into female in an acute care facility to manage incontinence while attempting to heal a pressure sore on the buttocks. The fms was placed in 08/2005 and then the pt was moved to a sub-acute facility a few days later. The pt was returned to acute care facility within the last few days where it was observed that she had bleeding around the fms tube. The balloon was deflated to facilitate removal of the fms, 110 cc's of water was removed from the balloon. The flexiseal device was in place when the pt was transferred back to sub-acute facility. Upon readmissin to acute care facility the clinician who removed the device reported withdrawing 110ml from the balloon. The pt has undergone an anterior resection of the rectum with sigmoid colostomy, is currently in ICU and stable.